Manufacturer narrative:
The excess steam condensed onto the floor of the user facility, resulting in water to form on the floor. A steris service technician arrived onsite to inspect the unit and found that the gasket to the s2 valve of the steam manifold was not properly positioned. The s2 valve opens during operation to allow steam into the chamber. As the gasket was not properly positioned, this caused the valve to remain open and allow excess steam to leak from the unit. The unit was installed in 2008 making it approximately 12 years old. The technician rebuilt the s2 valve, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their 16" century sterilizer was leaking steam. No report of injury.